Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was an internal hybrid layer capacitor (hlc) battery, designator bt1, from the analog pcb assembly. Bt1 had depleted to a level which prevented the unit from charging and defibrillating when prompted. Physio also observed the presence of two electrically leaky filters, designators fl9 and fl10, on the analog pcb assembly. This failure has the potential to deplete the internal hlc batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary. However, the electrical leakage observed was insufficient to cause bt1 to deplete. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure.upon evaluation of the device, physio-control observed that the device would not charge or defibrillate when prompted.